Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving gablofen (500 mcg/ml at 217 mcg/day) via an implanted infusion pump. It was reported the patient's pump felt loose in the pump pocket. There were no falls but the patient had an active lifestyle. When the hcp examined the pump all four sutures were broken. The hcp re-tacked down the pump to reduce movement and possibility of flipping. It was noted the issue was resolved.